Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It is reported that the patient experienced leakage issue on (B)(6) 2026. It was stated that the infusion set leaking at the site which leads to high blood glucose and was treated by insulin delivery from the pump.